Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a type 3 paraoesophageal hernia. It was reported that after the implant, the patient experienced adhesions, hernia recurrence, and mesh erosion into viscera. Post-operative patient treatment included lysis of adhesions, hernia repair with mesh, umbilical hernia repaired with sutures, mesh removal, diagnostic esophagogastroduodenoscopy, stomach removed from mesh, toupet fundoplication, and revision surgery.